Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device discarded.

Event description:
A nurse pulled two doses of cement and a vial had broken in one of the doses picked. The dose below the other was also damaged by the liquid in the broken vial.

Event description:
A nurse pulled two doses of cement and a vial had broken in one of the doses picked. The dose below the other was also damaged by the liquid in the broken vial.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and shipped to final stock with no reported discrepancies. Complaint history review determined that there was one other reported event for the reported lot, whereby the root cause could not be determined as no devices were returned and as there was no odour detected when the damage to the product was noted. The event could not be confirmed. The root cause of the reported broken ampoule cannot be determined as no devices were returned and as there was no odour detected when the damage to the product was noted. It cannot be determined when the damage might have occurred.